Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. Field service engineer confirmed that the user successfully resolved the issue by cleaned the med jammed. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer reported that users were unable to remove medications from drawer. However, user able to retrieve the medication through other machine. There were no adverse events or injuries reported based on this event.